Event description:
It was reported that the insulin had a cracked screen and there was a black spot in the middle of the screen. The customer stated that they had fallen on the insulin pump because they were sleeping on the floor. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, cracked case at display window corner, reservoir tube lip and minor scratches on display window.